Event description:
A malfunction on a pump was reported, causing the pump to shut down. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.